Manufacturer narrative:
A microscopic inspection of the associated penta lead model 3228 found electrode #2 wire had been damaged. Electrical testing of the lead measured less than 4 ohm when performing a resistance test between the lead terminal end electrodes and the corresponding stimulation end electrodes except for electrode #2 measuring an open circuit. It was concluded the damage to the lead wire occurred during the explant procedure as the impedance issue observed in the field was a low impedance (electrode pair 2 measured 150 ohms and electrode pair 16 measured 137 ohms).

Event description:
Related manufacturer reference number 1627487-2021-15588. It was reported that the ipg could not be set into MRI mode. System diagnostics recorded invalid impedances. As a result, surgical intervention was undertaken wherein the entire system was explanted and replaced to address the issue.